Event description:
Same case as MDR ID#: 2134265-2011-02291. It was reported that during a percutaneous rotational atherectomy treatment procedure, a wire break occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous prox to mid left anterior descending artery (lad). Initially, a non-bsc guide wire was advanced across the lesion. The physician then attempted to utilize a non-bsc microcatheter to exchange the wire to the floppy rotawire guide wire, however this was unsuccessful. Therefore the physician advanced the floppy rotawire guide wire without the use of the microcatheter. The physician advanced a 1.5mm rotablator rotalink plus burr across the lesion and completed ablation. The physician exchanged to a 1.25mm rotablator rotalink plus burr, however during the advancement of the 1.25mm burr to the lesion, the distal portion of the floppy rotawire guide wire was noted to be fractured. The 15cm guide wire fragment was noted to be within the guide catheter and was removed successfully from the patient. The procedure was completed with another of the same devices. No patient complications were reported, and status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).